Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a prostyle device using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, an unknown failure occurred. The pre-close technique and the use of prostyle devices were abandoned. The use of a 14f sheath was continued and the tavi procedure was completed. Hemostasis was achieved with a cut-down [surgical suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: date of occurrence estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Returned device analysis revealed that a posterior cuff miss [suture retrieval issue] occurred and the sheath was bent.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unspecified failure mode was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect - impact code 4641 -unexpected medical intervention was removed.